Event description:
The patient programmer (pp) was not able to adjust stimulation. A display showed "in the box" icon. This occurred in (B)(6) 2014. The patient also saw a doctor with stethoscope message at least two times in the year. The company representative interrogated the device with the 8840 (clinician programmer) and everything resolved. The error no longer displayed on the pp. It was noted the patient was in the hospital for different reason, had a knee replacement procedure. The company representative assumed the cause of the event was the 8840 session was not terminated prior to patient being dismissed to use pp, due to operator error. The patient was greatly happy with reprogramming. The patient is supposed to let the company representative know more in two weeks when she gets out of the hospital. It was thought the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial # (B)(4), product type: programmer, patient. Product ID: 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial # (B)(4), product type: recharger. Product ID: 37752, serial # (B)(4), product type: recharger. Product ID: 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).